Event description:
Battery failure, pump became inoperable when infusing a pressor. Manufacturer response for infusion pump, sigma spectrum (per site reporter) . Baxter is on-site exchanging pump backs and checking batteries.